Event description:
The report received from the (B)(6) study indicated that the patient was enrolled in the study and had a precise 7 x 30 stent successfully implanted in the proximal left vertebral artery during the study index procedure. A 6 mm. Angioguard was used. The report indicated that during post-dilation of the stent, the patient experienced an adverse event/ae of ischemic stroke characterized by aphasia. The onset of the event was sudden. The event was related to the procedure and was not related to a cordis device. The patient recovered with major residuals which were permanent. The patient had a neurological deficit upon leaving the angiography suite. The patient was discharged twenty-eight days after the procedure. The patient was asymptomatic for the index procedure. The target lesion was reported to be: a 90% stenosis, absent of thrombus, not calcified, and moderately tortuous. The lesion was pre-dilated. Additional information was requested.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2013-00138 and # 1016427-2013-00029.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15552528 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During implantation of a precise 7 x 30 stent in the proximal left vertebral artery, this (B)(4) study patient experienced an adverse event/ae of ischemic stroke characterized by aphasia. The event occurred during post-dilation of the stent using an unknown balloon catheter. A 6 mm. Angioguard was used for the procedure. The onset of the event was sudden. The event was related to the procedure and was not related to a cordis device. The patient recovered with major residuals which were permanent. The patient had a neurological deficit upon leaving the angiography suite. The patient was discharged twenty-eight days after the procedure. The patient was asymptomatic for the index procedure. The target lesion was reported to be: a 90% stenosis, absent of thrombus, not calcified, and moderately tortuous. There were no reported technical problems during the procedure/deployment of the embolic protection device and no debris was noted in the angioguard post-procedure. The patient is a (B)(6) female and the patient's medical history includes: hyperlipidemia, renal insufficiency, diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, previous cea/recurrent stenosis and hypertension. The products were not returned for inspection. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15552528 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient factors including age/previous cea surgery/recurrent stenosis, vessel and procedural factors may have contributed to the reported events. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2013-00138 and # 1016427-2013-00029.

Manufacturer narrative:
Additional information received/adjudication minutes received and reviewed indicated that:the committee found cva - major, ipsilateral, ischemic/embolic procedure-related/device-related-agree. Additionally: following diagnostic angiography, delivery of the angioguard¿ rx ecgw was started. At this point, neurologic assessment revealed that the patient was not speaking, although was moving all four extremities. Angiographic views of the intracranial system showed what appeared to be poor filling of the anterior and middle cerebral arteries. There was a concern that embolic event had occurred, therefore, a micro catheter was placed into ica, and tpa was administered. A follow-up angiogram did not show significant change in intracranial views and did not appear significantly different from pre-procedure views, so it was unclear if there was truly an embolic event or not. At this point it was decided to treat the proximal left ica lesion to maximize perfusion to the carotid perfusion bed. The angioguard¿ rx ecgw was delivered and deployed, balloon angioplasty was performed and one precise® rx stent was placed in the indented location in the proximal left ica. The angioguard¿ rx ecgw device was retrieved with no debris found in the filter. The site reported a 10% final residual in-lesion stenosis. The catheterization report noted: ¿completion angiogram showed what appeared to be much improved intracranial filling, which we felt was secondary to improved perfusion. Most likely, the perfusion that did not fill the incorrect angiogram, were in fact being perfusion via crossover filling from the right carotid system through the circle of willis.¿ in the time prior to treatment of the left ica stenosis, the patient was intubated due to some airway obstruction from her tongue and because she was slightly agitated. Per catheterization report, procedure complication was ¿presumed intracranial ischemic event.¿ neurology consultation was performed while the patient was still intubated. It reported that she was drowsy, but opened her eyes to commands and followed simple midline commands such as gripping neurologist¿s hands bilaterally or wiggling her toes bilaterally. Facial movement could not be assessed due to intubation. Speech also could not be assessed at that time. Neurologic examination, though limited, was reported as non-focal. As per the hospital course description, the patient suffered an intra-operative stroke and was in the ICU for over 2 weeks. Her stroke involved her right parietal lobe, which left her with inability to adequately swallow or even open her mouth; she had no known unilateral weaknesses. She eventually underwent placement of a tracheostomy, as well as a peg tube. She was transferred from ICU and as per a consultation note, she was alert, remained aphasic, but understood conversation without difficulty. The patient was transferred to inpatient rehabilitation facility on asa and clopidogrel. The site reported that follow-up information from ¿ref¿ md shows that the patient slowly returned to baseline after the cva. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2013-00138 and # 1016427-2013-00029.